Manufacturer narrative:
H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including pressure and clear passage underwater testing and no leaks were noted. The sets were primed with a bag of sterile water and the sets performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. During infant total parenteral nutrition infusion, a leak was observed originating from the y site connector closest to the patient. Clear fluids were ordered and tubing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.